Manufacturer narrative:
The customer returned the suspected product. An in-house testing was performed using the returned contour next ez meter (serial # (B)(4)) with returned and in-house contour next test strips. All readings obtained during the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.